Event description:
The pt received ems treatment for hypoglycemia. The pt also reported that the pump exhibited a visible crack in the battery housing and a battery cap that could not be properly attached.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a visible crack in the battery housing and a damaged battery cap that could not be properly attached, as reported in the complaint. Eval also demonstrated that pump insulin delivery was operating within required specs and delivery accuracy.